Manufacturer narrative:
Analysis: the device received was manipulated: a plastic needle was folded and torn. The defect identified is not linked to a manufacturing issue. The potential cause is user related as the product was conforming to specifications at the release. The manufacturing process could not create this defect. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was utilized. The surgeon reported that the device folded during use. It was found during evaluation that the plastic needle was folded and also torn. The procedure was completed using a like device and there were no patient consequences.